Event description:
Same case as MFR report #: 2134265-2009-03834. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotalink plus got stuck in the lesion. The 90% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. Upon attempting to introduce the rotalink plus in the dynaglide mode over a rotablator guide wire, the physician was unable to move the rotalink plus forward or backward as it was stuck in the lesion. The rotalink plus and the rotablator guide wire were removed as one unit without incident. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
(B)(4).